Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible corrosion in the display. On investigation, the pump failed to power on. There were was no auditory or vibratory function. A leak test was performed and revealed a leak at a crack in the case between the case seal and the display lens. The pump was opened for investigation and revealed corrosion on the display. The investigation was not able to test for the alleged dim/faded/discolored display due to the pump¿s inability to power on as a result of the moisture damage.